Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the avea ventilator's gde (gas delivery engine) has black dust, there is fluid inside the filter and shows no gas on the air line. At this time, there is no information regarding patient involvement associated with the reported event.